Event description:
The user facility reported that during a therapeutic laparoscopy, a complete loss of image was experienced. The procedure was reportedly completed with a different, but similar device and there was no patient injury. No further information was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of image. However, the image was observed to be slightly dark, and the unit failed the light transmission test. The investigation noted large dents on the outer tube. Additionally, dents were noted on the light guide adapter and video connector plug and scratches were found on the outer tube, distal end, and video connector plug. The cause of the user's experience cannot be conclusively determined, however, the physical damage found on the device cannot be ruled out as a contributing factor to the reported event. This report is being filed as medical device report in an abundance of caution.